Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm reading was a value displayed as "low," and the meter blood glucose (bg) reading was 288 mg/dl. As a result of the auto-bolus, level rose to 437mg/dl. At the time of the report to tandem technical support (cts), customer did not take any actions to address bg level. System check with cts did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
Dexcom performed an investigation of the transmitter data. Dexcom performed an investigation of the transmitter data. Patient data was present, however no meter values to confirm the reported inaccuracy were present within the investigation window. The allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed. The allegation could not be determined. The allegation could not be determined.